Event description:
It was reported that a spectrum pump alarmed system error 105. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. Eval confirmed the reported symptom of system error 105 through the observation of the alarm at the device power up, but could not reproduce it during the eval. Eval determined the cause to be a failed motor flex. The failed motor assembly was replaced.